Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found the main board was corroded and would not turn on. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they trying to charge the controller last night and the controller didn't advance or do anything. Patient stated the controller was plugged in for a few seconds but did not advance. Patient service specialist had patient remove battery pack and plug controller into the ac power cord. Patient confirmed controller did not power on. Patient put aa batteries in the controller and still did not turn on. The issue was not resolved through troubleshooting. A replacement controller was sent out. No symptoms were reported.  Additional information was received. It was reported that the pt called requesting help with the pairing of controller. Patient services (pss) walked pt through steps and once the pt connected the recharger (rt), the screen went blank. Patient services (pss) attempted to do more troubleshooting and call was disconnected. Pss made outbound call with no answer. The pt called back and stated her call was disconnected and she still doesn't have the controller paired to the ins. The pt stated her controller is blank and not responding. The pt did provide the controller sn and stated they cannot find the li battery pack. Pss is going to call pt back to see if they have located the battery pack. Patient services (pss) made an outbound call to pt and she was able to provide the li battery model / sn. Pt connected the controller to ac power without the li battery and the controller powered up. The pt put the li battery in place and stated they are not seeing any light on the controller. The pt tried to reset the li battery multiple times but could not get the controller to charge. The pt stated that one of the pins in the controller compartment appears to be bent. A replacement controller and battery pack were sent out. No symptoms were reported. Additional information was received from the patient. Pt called back repeating information in this case. Pt said they never got the package after their last call. Agent reviewed fedex tracking showed delivered on that friday and pt said the picture on tracking matched their front door, but pt never saw/got the package and said they didn't have any neighbors that would take the package inside for them either. Agent reviewed sending the package again and requesting a signature this time. Agent sent email to repair. Patient (pt) called back asking for assistance to install battery pack and pair controller. Agent reviewed information and found that controller needs to be charged before pairing can be done. Agent offered to call pt back in a few hours. Patient called back requesting assistance with setting up the controller. Patient repeated the information previously documented. Patient had the controller connected to the ac power supply at the start of the call; patient confirmed the controller had a green solid light. Patient was seeing the "set up" screen and then saw "connect the recharger." Agent had patient connect the recharger, but patient was seeing "no device fo und." Patient noted they could tell the implant was running low which is when they went to start charging it and found out about the equipment not working weeks ago; agent understood the implant was depleted. Agent walked patient through passive recharge mode, and after several minutes patient confirmed they were recharging excellent. Agent reviewed information and that everything appeared to be working as intended. Patient noted they hadn't sent back the old equipment yet as the issue was not resolved, but they will be sending it back shortly now that they're up and running again.